Event description:
It was reported that the customer's blood glucose was 78 mg/dl and the insulin pump was not working correctly. Caller stated that the insulin pump was alarming and squirting the insulin out during manual prime. Advised customer to check for protruded, loose, sticking out or flush drive support cap. Customer states that the drive support cap appears normal. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Unable to prime during prime test, due to faulty force sensor and alarms.